Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) pendant was on initializing stage, green bar on xray on pendant. No patient was present at the time of the event. The system was not able to be used because it was not in a ready stated. The pendant buttons were all good and the pendant was working normally.